Event description:
The reporter stated, the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted seven months later, due to inadequate vaulting. The lens was exchanged for a longer lens.